Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have been trying to charge their implantable neurostimulator (ins) but keeps getting the reposition antenna screen on the recharger. They also mentioned that they got the poor communication screen on their programmer. The patient stated that they last charged the ins probably 3 weeks ago. They mentioned that they try to charge every 2 weeks, but charging has not been working for a week. The patient stated that they have been hurting pretty bad for the last week or so ago because they have not been able to charge the ins to use it. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.